Event description:
Pt was noted to become lethargic immediately post treatment and expired several hours later after being taken to a local hospital. Initial diagnosis was a right side brain hemorrhage with severe bleeding.